Event description:
There was no pt involved in this event. This device malfunctioned because failed self-tests due to a low battery.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. The device failed a self-test on (B)(6) 2013 due to a low battery. It also failed a self-test on (B)(6) 2013. Investigation did not confirm a fault with the device or any component in the device. The pad-pak had performed as expected for 28 months before giving a low battery warning. The unit was supplied with 2.0.2 software. Newer software versions provide enhanced battery mgmt. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.